Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was further reported that there was oversensing and undersensing.

Event description:
It was reported that the rv (right ventricular) lead pacing impedance decreased to low values, with inappropriate sensing and possible lead fracture noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.